Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 25. Customer's blood glucose level was 192 mg/dl. Reportedly, the customer does not remember if the cartridge was removed or not. During troubleshooting with tandem's technical support, it was reported that the pump was normal and that there was a cartridge loaded onto the pump.